Event description:
Boston scientific crm received information that this dextrus right ventricular lead exhibited non-capture, and was suspected of microdislodgement. In a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported.